Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the tube was broken. It was determined that excessive adhesive was found on the affected tube surface during visual microscope check. An external lab' s (synpo) spectroscopic analysis proved presence of cyanoacrylate adhesive on the tube surface. This adhesive is used for gluing of the tube into a bifurcation. Additional gluing process testing confirmed that adhesive spread out of the glued joint causes tube degradation resulting in final breakage. If the tube is glued according to the process specification with no adhesive spread on the tube surface , the bond strength is robust enough and the breaking of the tube does not occur. Based on the investigation performed, the reported complaint was confirmed. The breakage of the tube was caused due to adhesive residue on the tube surface, leading to degradation and subsequent embrittlement of the tube material. The tube was not glued deeply enough into the bifurcation and there was excessive adhesive spread on the surface. Corrective action has been taken by the supplier (cmi).

Event description:
The customer alleges that the tubing connecting the pilot balloon to the proximal end of the blocker broke approximately 5 minutes after the blocker was in place. This break caused the cuff to deflate. The blocker was removed and replaced with a new one. No report of a patient injury or harm.

Manufacturer narrative:
(B)(4). The device history record (DHR) review was conducted and there were no issues related to the customer complaint. No deviation was found in the DHR of gluing processes and subsequent 100% hand pull testing, which verifies bond strength of the glued joint.

Event description:
The customer alleges that the tubing connecting the pilot balloon to the proximal end of the blocker broke approximately 5 minutes after the blocker was in place. This break caused the cuff to deflate. The blocker was removed and replaced with a new one. No report of a patient injury or harm.